Manufacturer narrative:
Device evaluation: one flexible curved twist drill for 2.3 mm anchors was returned for evaluation. The drill head was not returned for evaluation. Visual assessment of the drill confirmed the drill head has broken free from the flexible coil. The breakage of the drill has occurred at the distal weld zone of the flexible coil to the drill head. The shaft is slightly bowed. Examination of the break area shows adequate weld penetration to the flexible coil. This location is the high stress zone of the drill. The breakage is consistent with excessive torsional force being applied during use; but, cannot be confirmed without the return of the drill tip. Therefore, a root cause cannot be determined. (B)(4).

Event description:
During a hip arthroscopy procedure using a twist drill, flex, crvd, for 2.3 sa, it was reported that the drill tip broke. The site was prepared with the drill and then the drill was removed. When the physician attempted to insert the anchor, the device would not fully implant. The doctor tried using a mallet but the anchor would not advance and was removed. The doctor examined the hole further and saw that the drill tip had broken off into the patient¿s bone. The doctor tried using a grasper to remove the broken piece but could not. The doctor then prepared a new site and a new anchor was placed. The case was delayed about twenty minutes and the broken piece remains in the patient. There are no plans to remove the drill tip. The patient's bone quality was reported as good. There were no reports of patient injuries or complications.